Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Situation- after conducting left atrial mapping, pentaray was removed from the vizigo. Air was drawn when applying negative pressure. Timing when complaints occurred was after conducting left atrial mapping. Ablation catheter was inserted, and the procedure was continued without replacement of the catheter anymore. The procedure was successfully completed. The hemostatic valve appeared to be damaged, and air was mixed at negative pressure. The physician commented that the hemostatic valve appeared to be broken. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No patient consequences. No treatment required. No blood returned. No blood lost. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2023, the product investigation was completed. Furthermore, on 6-feb-2023, bwi received additional information regarding the event. Catheters other than vizigo were not used in the patient's body when the air introduction into vizigo occurred. The insertion tube was used to introduce the pentaray into the vizigo sheath introducer. It was unknown whether the insertion tube had been inserted into the hemostatic valve. The physician commented that the hemostatic valve seemed to be damaged. The vizigo was returned for analysis. Rf needle was used. But it was unknown the needle was inserted into the vizigo. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Sem (scanning electron microscope) analysis was performed, concluding that there is evidence of mechanical damage on the hemostatic valve. These damages could be related to the manipulation of the device during the procedure or excessive force, due to the damages observed on the surface; however, this cannot be conclusively determined. No other anomalies were observed. Due to the finding the complaint was investigated thru an escalation process. A device history record evaluation was performed for finished device number (B)(6), and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).